Event description:
It was reported that the anchor broke during the procedure. Nothing remained in the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor bent and broke. Probable root cause: design inserter material/design too weak anchor/inserter assembly design cannot support insertion forces anchor raw material selection insufficient for insertion into bone. Process anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application excessive force impacting inserter extremely hard bone, no pilot hole drilled patient bone quality. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during the procedure. Nothing remained in the patient.